Event description:
It has been reported to co that during the procedure the manometer of this device was defective. Reportedly, "the pressure gauge is jammed", and the device was unable to be used. The pt is reported to be o.k. The device is being returned for co's analysis.